Event description:
It was reported that the patient had no stimulation sensation. There was no accident or incident related to the complaint. The patient status was reported to be good. Additional information received reported that the patient was seen by the physician and the company representative. The device was reprogrammed and the patient underwent surgery (2009) to fix the problem with the system. The patient was no longer having problems with the system.